Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. A hole from sharp instrument was found at the proximal end, along with wear at the fold in the same area. This cylinder did not pass the leakage test due to a detected leak caused by the mentioned hole. The remaining cylinder showed wear at the fold in both the proximal end and the middle section, yet it successfully passed the leakage test. Spherical reservoir passed visual inspection and leakage test. Finally momentary squeeze (ms) pump passed visual inspection, leak and functional tests. Based on the information available and analysis results, the observations of adhesions, erosion, extrusion, infection, pain, and tissue damage which are addressed in our labeling and risk documentation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and infection, it was also reported that the pump was exiting through the scrotum, tubes adhering to the skin, and eventual extrusion of the pump. A washout was performed to disinfect the area, the ipp was explanted and replaced with a tactra. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and infection, it was also reported that the pump was exiting through the scrotum, tubes adhering to the skin, and eventual extrusion of the pump. A washout was performed to disinfect the area, the ipp was explanted and replaced with a tactra. There is no additional information reported.